Event description:
It was reported that during use of this arthroscopy pump in an acl repair, the surgeon noted that a large amount of fluid entered the pt's knee followed by a popping noise. The surgeon responded by stopping the inflow of fluid. Following the surgeon noted that the capsule had ruptured and there was extravasation to the pt's thigh. The procedure was aborted, and the pt was taken to recovery room for observation and discharged home the same day. The pt had her acl repaired on the following day and at this time, no permanent damage was noted.

Manufacturer narrative:
Conmed linvatec received this device for eval. The investigation found the pump out of calibration; however, during testing, the pressure variation caused the pump to stop and alarm indicating the alarms functioned to spec. Further investigation found this unit overdue for MFR recommended preventative maintenance; last repair 2007. The pump instruction manual documents the service interval for this device as every twelve (12) months. The instruction manual provides the following warnings: as in any arthroscopic procedure, the surgeon should thoroughly inspect the joint for capsular integrity upon entering & before distending the joint. Failure to ensure capsular integrity may result in extravasation & possible compromise of the extremity's neurovascular function. Extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate & visually inspect the extremity & operative site frequently throughout procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning & frequently during the procedure to ensure that all fenestrations are fully within the joint capsule & are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. A compromised pressure sensing line may cause pt injury. If the pressure sensing line balloon is collapsed, pressure sensing will be inaccurate. Extravasation or other pt injury may occur. The user facility reported that the patency test was performed on the tubing set prior to use & presence for o-ring checked. The tubing set was not returned.